Event description:
On (B)(6) 2010, pt reported an abnormal noise emitted from the infusion device during basal delivery. Pt described the noise as a "chick-chick" sound every couple of minutes. Pt stated this noise was not the normal sound emitted during insulin delivery and was loud enough to disturb people sitting near her. Had pt insert a new battery; the abnormal noise continued. Pt reported she changed the infusion sets and insulin cartridges several times in an attempt to fix the problem. Assisted the pt with setting the correct time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.